Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received hydrom orphone 15.0mg/ml; 5.0mg/day and bupivacaine 3.7mg/ml; 1.2mg/day in an implantable pump for non-malignant pain and post laminectomy pain. The patient had no symptoms prior to surgery on (B)(6) 2018; everything had been going good with their pump. The surgery was for a routine pump replacement. Once the pocket was opened, the hcp observed what looked like a fracture in the catheter under the pump. The hcp could not aspirate the catheter and could not perform a catheter dye study due to the patient being allergic to contrast medium. The hcp assumed there was drug in the catheter. So a new catheter pump segment was attached along with the pump on the back table. The pump was primed on the back table as well before attaching to the existing distal catheter segment. The patient was admitted to the intensive care unit (ICU) post operation for monitoring. The manufacturer representative asked to be contacted if there were any problems. The drug dose was decreased following the procedure; hydromorphone 15.0mg/ml; 0.72mg/day and bupivacaine 3.7mg/ml; 0.1776mg/day. The manufacturer representative received no phone call the night of (B)(4) 2018 or the morning of (B)(4) 2018. The manufacturer representative assumed everything was fine. No further complications were reported/anticipated.